Event description:
Information received by medtronic indicated that the insulin pump's bolus delivery was delayed. Customer stated that insulin pump was stop midway during bolus, insulin pump unable to delivery fully few times and the back of the insulin pump casing near belt clip was cracked and replace battery alarm was more frequent. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.